Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2021-00492, 3008452825-2021-00494, 2184149-2021-00318. During a ventricular tachycardia procedure, multiple catheter display issues were noted on the ensite system which caused a prolonged procedure. Multiple troubleshooting efforts were attempted, but the issue remained. The system was exchanged to a non-abbott mapping system in addition to a non-abbott catheter and the procedure was continued and completed with no adverse consequences to the patient. Due to the issues, a one hour delay occurred.